Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-15152, 3005099803-2013-15153, 3005099803-2013-15154, and 3005099803-2013-15155 address these devices. It was reported to boston scientific corporation that four hemostatic resolution clip devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the colon, the hemostatic resolution clip device failed to release from the catheter. A total of four clips were used and they all experienced the same issues. There was no visible damage noted with any of the devices prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.